Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿low¿ (however, a specific value was not provided) and customer was unconscious; cause was not known. Customer was taken to the emergency room via ambulance. Customer was treated with intravenous saline and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.